Event description:
This is a customer inquiry received on 18-nov-2024 by olympus japan from (B)(6) located in japan reported by (B)(6). The inquiry has been initially received in japanese. According to the reporter, on b)(6) 2024, the following issue occurred: request: re-repair request/left angulation abnormal noise, creaking/sw1 dislocation. Reportedly, this issue involves the following olympus product pcf-h290i. According to the available information, this issue did not cause or contribute to a positive test culture, (suspected) infection, death; did not occur during a procedure. The reporter stated that the device is expected to be returned. Reportedly, a customer letter is not requested. Please judge if this repair is covered by warranty. Translation of updates from local source systems done by triage analyst (B)(6) fluent in english and japanese on (B)(6) 2025.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected and prevented by following the instructions for use in "pcf-h290zi IFU operation manual ¿chapter 3 preparation and inspection 3.3 inspection of endoscope: 3.8 inspection of the endoscopic system¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.